Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 12/03/2019. Device returned to manufacturer: yes. Device evaluation: the pcb00 insertion device was received with the cap placed. The lens was not received; it remains implanted based on information provided by the customer. The plunger is locked and functional there are traces of ovd in and over the cartridge. No damage is observed on the device. The reported issue could not be confirmed to be associated to the manufacturing process; there is no indication of a product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: not applicable, there is no indication the lens was explanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during cataract surgery an intraocular lens, model pcb00 20.5 diopter was prepared normally according instructions. No abnormalities on preparation. Lens was implanted normally. After lens opened there was something in posterior surface of the lens. It looked like a rupture but with ophthalmic viscosurgical device (ovd) removal it seemed to be fiber or string through whole optic of the lens. String/fiber was removed completely with irrigation/aspiration (I/a). String/fiber was attached to posterior surface quite tight so most likely it was on lens surface prior opening the package. Fiber is not available for investigation. After I/a lens was completely clear, and no other extra interventions for patient was planned. Only routine post-op check. If any problems occur, patient will contact clinic/surgeon. All information were submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.